Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began remedial treatment with ip injections of vancomycin 1g and fortum 1g. At the time of this report, treatment was ongoing and the peritonitis was resolving. The root cause of the peritonitis was unknown. Dianeal remained ongoing. Concomitant medications were not reported. The nurse believed the peritonitis was not related to dianeal pd2 ultrabag.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.